Event description:
Healthcare professional reported "rupture of the left implant membrane, on the left, the integrity of the upper quadrant lower quadrant implants is impaired, multiple seromas in breast, local left breast fibroadenomatosis bi-rads 3 and with signs of impaired bi-rads 2 implant integrity diagnosed via ultrasound. Later healthcare professional reported "there are no complaints. The rupture was found on a breast ultrasound, "no studies have been carried out for large cell lymphoma. Access was by areola."" This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e1 -- initial reported establishment name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo evaluation: rupture: no observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; h6

Event description:
Healthcare professional reported left side rupture and "multiple seromas." Device was explanted.